Event description:
Performing daily central line audits and noted tpn leaking through y-site at tpn filter closest to infant. Rn and app notified, and new clear fluids ordered to be hung sterilely per policy. Tubing to be saved and given to apsm once new fluids are hung. Manufacturer response for IV tubing, (brand not provided) (per site reporter) this is a known defect within their manufacturing process, acknowledged by baxter. Escalated to the FDA, and requested a meeting with baxter leadership on [redacted date] to discuss their failed interventions to address leaking IV tubing.